Event description:
A malfunction alarm was reported with code malf 12, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Customer service provided assistance to reset the pump, which resolved the issue, and the customer was advised to continue using the pump while being instructed to call back if the malfunction recurs.